Event description:
The customer reported that she experienced high bg levels (greater than 250mg/dl) within a few hours of activating a new pod. A kink was seen in the cannula, though no pod alarm was initiated. Upon receiving the high readings, she immediately removed and replaced the pod; the device will not returned for evaluation.

Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.